Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a difficulty with the fixation of the helix during the implant procedure. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.